Manufacturer narrative:
The risk review of the incident concluded that the harm associated with ffp transfusion includes allergic transfusion reactions, transfusion associated circulatory overload, and rarely transfusion related acute lung injury. These adverse reactions are temporary or reversible safety consequences to the patient. In conclusion, the root cause is unknown as the reagent was not returned for evaluation. No further action is required. All rotem delta reagents are shipped in controlled temperature and the instructions for use indicates that the rotem delta results should not be the sole basis for a patient diagnosis. The company will continue to monitor this issue.

Event description:
Customer reported seeing extended ex-tem CT's on their rotem delta instrument with patient result on new reagent lot. The customer reports that two patients were possibly inappropriately transfused fresh frozen plasma (ffp) due to erroneous ex-tem CT values. The customer did not report an adverse event from the transfusions.